Event description:
(B)(4). It was reported that the stent broke off in the pt.

Manufacturer narrative:
The sample is forth coming and the investigation is still in progress. Upon completion of the investigation, is supplemental f/u will be mailed.